Event description:
(B)(6) 2014 implanted 450 cc mentor silicone gel breast implants with dr (B)(6) in (B)(6). (B)(6) 2014 saw (B)(6) primary care dr for numbness and tingling down my back, arms and legs. Was told it was shingles previously but the shingles blood work came back negative. Was told it was nerve damage and nothing could be done for it. From that day forward, my health deteriorated. The once healthy (B)(6) officer, no records of auto-immune disorders now was testing positive for lupus. Sjogrens, ra, pots dysautonomia, migraines, and chronic pain syndrome. There were my symptoms leading up to my explant, fatigue, brain fog, memory loss, muscle and joint pain, hair loss, dry skin and hair; premature aging, weight problems, inflammatory, poor sleep and insomnia, dry eyes, decline in vision, hypo/hyper adrenal symptoms, hormone imbalance, low libido, slow healing, easy bruising; throat clearing, cough, difficulty swallowing, metallic tastes, vertigo; gastrointestinal issues such as acid reflux, gerd, gastritis, leaky gut, ibs and sibo fevers, night sweats, intolerant to heat / cold; persistent bacterial, viral, fungal infections, yeast infections, candida, sinus and uti infections; skin rashes, ear ringing's, ear ringing, sudden food intolerance and allergies; headaches, migraines, and ocular migraines, slow muscle recovery after activity, heart palpitations, changes in normal, heart rate or heart pain; sore and aching joints of shoulders, hips, backbone, hands and feet swollen and tender, lymph nodes in breast area, underarm, throat, neck, groin; dehydration for no reason, frequent urination, numbness / tingling sensation in upper and lower limbs, cold and discolored limbs, hands and feet; general chest discomfort, shortness of breath, pain and / or burning sensation around implant and or underarm; anxiety, depression, and panic attacks, feeling like you are dying, symptoms of fibromyalgia, symptoms of autoimmune diseases such as, raynaud's syndrome, rheumatoid arthritis, lupus, sjogren's syndrome; nonspecific connective tissue disease, multiple sclerosis. I spent 4 years seeing dr after dr trying to get a solid answer as to what happened to my body to shut down, I was let go from my job, from making (B)(6) a year to being unable to get out of bed in (B)(6) 2018. I was introduced to a group of women who were experiencing a variety of the same symptoms and a few had their implants removed. And improved. I took the leap and paid out of pocket to have my implants removed on (B)(6) 2018, I saw dr (B)(6) six weeks later, my ana panels were clear, I felt almost normal again. I have stopped taking the 17 medications they prescribed and have my life back. However, I lost 4 years of my life, 2 years of work, (B)(6) in surgeries for breast implants I do not have and (B)(6) in reconstruction. For a company to get away with this is unacceptable.